Event description:
It was reported that the customer passed away due to diabetes complications. The customer was wearing the insulin pump at the time of death. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly, and passed all the functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.